Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 490 mg/dl. The customer was treated with bolus. Customer's other blood glucose was 180 mg/dl, 400 mg/dl, 200 mg/dl, 444 mg/dl, 120 mg/dl, 449 mg/dl, 300 ,mg/dl. Troubleshooting was done for high blood glucose and under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode was active. Customer also stated that displacement test was performed and no reservoir was detected. Customer stated that insulin exited at quick release. Customer decline to perform high pressure test. The insulin pump will not be returned for analysis.